Event description:
It was reported that a cartridge alarm occurred during the load sequence. Customer reverted to a backup insulin pump. There was no adverse impact to the customer¿s blood glucose level.